Event description:
On (B)(6) 2021 the clip was found not to close then reopened another same device, still could not be closed. The third replacement was successful.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 3/cart 42/box lot# 73j2000527 was manufactured on 09/18/2020 a total of (B)(4) pieces. Lot was released on 09/25/2020. DHR investigation did not show issues related to complaint. Revision of (B)(4) rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544243 hemolok l clips 3/cart 42/box for investigation. The cartridge was returned with one partially loose clip remaining. There was also one clip returned loose. The cartridge and clip were visually examined with and without magnification. Visual examination revealed that the loose clip had multiple damages. The clip had a broken pierced boss on one side, a broken inner hinge towards the pierced boss side of the clip, and the hook leg was twisted. The inner hinge was also significantly twisted where the break occurred. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip is consistent with improper loading of the clip. The significant damages that were observed indicate that the appliers were inappropriately used when attempting to load or fire the clip. It is also possible that the end user was using misaligned or damaged appliers, however the appliers were not returned so this could not be confirmed. Therefore, it appears that unintentional user error caused or contributed to this event. Functional inspection was performed on the partially loose clip that was returned in the cartridge. In order to functionally test the clip, the clip was manually loaded into lab inventory clip appliers. The clip was able to properly fire and close onto over-stressed surgical tubing. No defects or anomalies were observed with the intact clip. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not closing/locking" was not confirmed based upon the sample received. The cartridge was returned with one partially loose clip that was intact. There was also one loose clip that was returned. There were significant damages found to the loose clip, including a broken pierced boss, broken inner hinge, and a twisted hook leg. R & d was consulted for this complaint and it was determined that the observed damage is consistent with improper loading of the clip. The significant damage appeared to indicate that the appliers were inappropriately used when attempting to load the clip. It is also possible that the end user was using misaligned or damaged appliers. The appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
(B)(6) 2021 the clip was found not to close then reopened another same device, still could not be closed. The third replacement was successful.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021 the clip was found not to close then reopened another same device, still could not be closed. The third replacement was successful.